Event description:
It was reported the patient died due to respiratory arrest. When the device was implanted in (B)(6) 2010, the r waves were 8mv, and one month later were 2.3mv. Reprogramming had been done and 3 days before patient died, the "r waves were better." Patient was in the hospital at the time of the check with stable impedances and capture thresholds reported. It was also reported that a few months prior, the patient "received atp and shocks for vt (all appropriate)." There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.